Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse found a chem strip stuck in the strip reader module (srm) munsell mask . The fse removed and cleaned the srm to resolve the reported problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported cb failing leukocytes, false negative on their ichem velocity automated urine chemistry system. Erroneous patient results were not reported out of the lab and there was no change or effect to patient treatment in connection to the event.